Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided expertise files could not confirm the reported event, as the smarttouch tablet was off on 31 august 2022. In fact, it was observed that the tablet was not used from 23 august 2022 to 1 september 2022. - expertise files dated 23 august 2022 were analyzed and revealed that a brutal shutdown of the tablet was performed at the end of the interrogation. Based on available data, it can be suspected that the observed shutdown resulted from errors during printing, which prevented the user from leaving the session. - however, considering the time between the observed shutdown and the provided event date, no conclusions could be made about the reported issue.

Event description:
Reportedly, during a follow-up, the programmer screen froze several times, making the tablet unusable.